Event description:
Pt using a portable oxygen system comprised of electronic conserver, regulator and oxygen cylinder was in car preparing for a short trip with his sister. When pt turned on oxygen cylinder his sister her a "pop". The pt said , "this hurts". Sister reported a chlorine-like order. Pt disconnected portable oxygen system and went into the house. When his sister went into the house, she found the pt dead.